Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) was confirmed. Upon investigation, the monitor was unable to properly obtain an ECG signal. The cause for the failure was isolated to a defective u612 inverting charge pump and a defective c655 capacitor on the computer/analog pca. The root cause for the defective u612 and c655 components could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor failed incoming functionality testing.